Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp)will not power on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate that pump would not turn on. During investigation, the stm found that pump was not plugged in and batteries were discharged. To solve the issue, the stm plugged the unit in and batteries were charged up normally. There was no problem with pump; operator error. Unit passed all calibration, functional and safety tests. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) will not power on. There was no patient involvement, and no adverse event reported.